Event description:
Device 2 of 2. Reference MFR. Report # 1627487-2011-00693. The patient was implanted with an scs system on (B)(6) 2009 including four percutaneous leads placed in the occipital region (off-label location) from two different lots. It was reported that the patient lost stimulation and was unable to increase the amplitude for his therapy. A diagnostic test revealed invalid impedance measurements on all contacts for one of his leads. Surgical intervention was undertaken to replace the patient's leads. No further complications were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.